Event description:
It was reported that; the doctor did anterior revision for her: removed internal fixation, used reflex hybrid composite titanium plate (stryker) fixation. In the operation, successfully applied of screws and titanium plate , saw from the intraoperative cervical x-ray that the screw position was good. But after six days ,reviewed by the cervical x-ray examination, the doctor found that the screw was backing out. That did not affect the patient and be treated without special treatment.

Manufacturer narrative:
Method: device not returned; results: manufacturing records for this product could not be reviewed because no lot was provided and no parts were returned as the implants remain implanted. Conclusion: the stryker rep stated that the patient had severe osteoporosis, so the probable root cause is patient disease, due to the decreased bone quality caused by osteoporosis.

Event description:
It was reported that; the doctor did anterior revision for her: removed internal fixation, used reflex hybrid composite titanium plate (stryker) fixation. In the operation, successfully applied of screws and titanium plate , saw from the intraoperative cervical x-ray that the screw position was good. But after six days ,reviewed by the cervical x-ray examination, the doctor found that the screw was backing out .that did not affect the patient and be treated without special treatment.